Event description:
It was reported that the patient experienced erosion with a previous artificial urinary sphincter (aus). The device was removed and replaced for a new aus consisting of a 5 cm cuff, a control pump and a 61-70 cm balloon. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.